Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Proc-124212/cn-150010: capturing the 2.5x23mm xience xpedition stent: it was reported that on 11/8/2021, a 2.5x23mm xience xpedition stent was successfully implanted in the left circumflex artery (lcx). On (B)(6) 2022, the patient was re-hospitalized. Medications were changed and revascularization was performed in the lcx using a drug coated balloon (dcb). There was no adverse patient sequela. No additional information was provided.